Event description:
Procedure: protectomy. Reportedly, the activated blade broke and fell into the patients cavity. It was recovered. Another ultra shears was used to complete the procedure. There was no report of pt injury.